Event description:
A zoll patient service representative (psr) called zoll customer support to report that he was unable to base-line a (B)(6) old female patient. The patient was successfully fitted and base-lined with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to base-line) was confirmed. Upon investigation the belt failed the fall-off and front end tests. The cause of the failures was corrosion on ECG "c". The source of the corrosion could not be positively identified. No adverse event resulted from the corroded ECG. The patient received a replacement electrode belt.